Event description:
The clinician reports the implant was inserted on (B)(6) 2016 in ada 8. Details of surgery: ridge augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.